Manufacturer narrative:
The reported complaint that the autopulse li-ion battery (sn (B)(6) had failed during use on the autopulse platform was confirmed during the archive data review but not during functional testing. No device malfunction was observed during testing, and the battery functioned as intended. Based on the archive data review, the possible root cause for the reported complaint was due to an intermittent battery issue caused by an esd (electrostatic discharge) hit at the time of the event. The archive data indicated that on december 14, 2023, the battery encountered an oz deadman error due to esd but recovered after a conditioning cycle. On march 3, 2024, the battery encountered fcc below min and oz deadman errors. The battery did not have a chance to recover due to being pulled from the charger mid-condition cycle. The archive shows 8 successful charge cycles over the battery lifetime. Following a conditioning cycle, the battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed four solid green lights after the successful charging attempt. The battery was able to successfully power an autopulse platform until discharged without issue.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(6) is unable to charge in the multi-chemistry battery charger (mcc). However, based on additional information received from the customer on 12/10/2024, the autopulse platform failed during the patient call when the battery (sn (B)(6) was used. The user switched to the second battery to continue the resuscitation. The patient's status information was requested, but the customer did not provide a response. Per the reporter, the battery was able to charge in multiple chargers, and alternatively, the charger could charge other batteries.